Event description:
It was reported to philips that the system's image disk capacity was low, which could impact imaging no harm was reported to philips. Philips has started an investigation of this complaint.